Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is rec'd, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The report stated that there was an incomplete seal and oozing under 200cc that occurred during a laparoscopic colon procedure. An end tone, signifying a completed seal, was heard. Another ls1500 was used to complete the procedure.